Event description:
Additional information received indicates that surgical intervention took place on 02jun2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op and impedances were in normal range.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic revelated high impedances. Lead migration was confirmed via x-ray. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Manufacturer narrative:
The complaint of ¿lead migration¿ was not confirmed. This event cannot be confirmed through product analysis testing alone. As received, the lead had a kink in the lead body where all the internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The complaint of ¿lead migration¿ was not confirmed. This event cannot be confirmed through product analysis testing alone. As received, the lead had a kink in the lead body where all the internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.